Manufacturer narrative:
G4: 11oct2019; b4: 14oct2019. Attempts were made to contact the customer to obtain additional information regarding the devices repair. The customer did not respond to these attempts so this complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of post timer/24 volt failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jun19. A follow-up report will be submitted once the investigation has been complete

Event description:
Customer contacted technical support (ts) stating that unit had error code message of post timer/24 volt failure. The customer reported there was no patient involvement.